Event description:
It was reported that a patient underwent a hernia repair procedure on (B)(6) 2011 and mesh was used. The patient required laparoscopic surgery on an unknown date to dissect adhesions. Additional information has been requested.

Manufacturer narrative:
(B)(4). Adhesions occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by the surgeon that the product used in this case was not physiomesh but was a competitor's product. Therefore, this is not an ethicon complaint.